Manufacturer narrative:
Additional information was received indicating that the broken portion of the file was incorporated into filling.

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device was not returned for evaluation and the lot number was not provided for retained-product testing and/or DHR review.

Event description:
It was reported that a protaper universal rotary file size 1/25 broke during use. The patient was referred to specialist and the root canal therapy was completed. However, the disposition of the broken file is unknown as of this MDR evaluation.